Manufacturer narrative:
The synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the proximal end and distal section of the stent with struts lifted and misaligned. The undamaged crimped stent was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 30-sep-2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre dilatation, a 2.75 x 32 synergy drug-eluting stent was advanced for treatment but was unable to cross the lesion. The procedure was completed wit a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.